Manufacturer narrative:
The primary complaint was confirmed during a review of the console's event log. The primary root cause was found to be a defective temperature sensor. After the temperature sensor was replaced and calibrated to specification, the console was functionally tested. The console passed testing with no faults found. The thermogard console is a reusable device and was manufactured in 2012. Therefore, an issue with the temperature sensor is characteristic of normal wear and tear for the life of the device. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, it was reported that the thermogard xp ivtm console (s/n: (B)(4)) displayed a tcmid: 05 (coolant diif failure) error message. Despite restarting the console, the error message continued. In a follow-up with the reporter, it was clarified that the issue occurred during the rewarming phase of the therapy. According to the reporter, there was no blood tinge in the tubing and there was no catheter leak. The patient's temperature management therapy was continued and completed with another unspecified system. There is no report of patient consequence as a result of the reported issue.